Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00168-1 and 0001825034-2021-00170-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: 183033; vanguard cr ilok fem-lt 72.5; lot#: j3980213; item#: 183440; vngd cr tib brg 10x71/75; lot#: 029780; item#: 00111214001; palacos r 1x40 single; lot#: 85214571; item#: 00111214001; palacos r 1x40 single; lot#: 85214571; item#: 184766; series a pat std 34 3 peg; lot#: 490480. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00168, 0001825034 - 2021 - 00170, 0001822565 - 2021 - 00218, 0001822565 - 2021 - 00219.

Event description:
It was reported that patient underwent left total knee arthroplasty approximately 3.5 years ago. Subsequently, patient has experienced pain, difficulty walking, rom issues and was told by surgeon that x-rays show movement and the bone cement looks unusual. Patient has underwent two manipulations, dates are unknown at this time.